Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we had a nurse exposed via needle stick while using this IV catheter last night. I wanted to share this incident with you as the patient is positive for hep c and the nurse who had the needle injury is currently pregnant."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, one photo indicates a comparison of two cannulas. A contaminated cannula with a septum opener detached from the catheter hub along with the safety clip present inside the septum opener (on the left side) in comparison with a fresh cannula and cannula hub with the safety clip engaged at the bevel tip (on the right side). The second photo shows a peel pack of introcan safety 2 from batch 25b07g8271. The actual condition of the complaint sample such as cannula surface condition, clip hole condition, cannula condition, catheter hub condition and any other damages cannot be identified from these photos. Through visual examination of the received samples, no damages or abnormalities were observed. The samples were then subjected to withdrawal force, drag force, end force and safety clip function tests. All samples pass the tests with no abnormalities. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the photos, the reported issue was observed. An approved project is in place to further address issues with detached septum. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.